Manufacturer narrative:
Conclusion: the product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Potential factors that can influence a pop-out/dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, most likely the pvl resulted due to suboptimal position as the valve dislodged, and ended up too deep. A second valve (valve in valve) was implanted with no adverse patient effects. (B)(4).

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, the valve move deep on release due to stored forward tension that was not released prior final deployment. Echocardiogram revealed severe paravalvular leak, a second valve (valve in valve) was implanted with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.